Event description:
It was reported that the patient stated feeling the inflatable penile prosthesis (ipp) pump hard as a rock. Patient liaison provided trouble shooting instructions and asked to follow up if the patient had any further questions. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.